Event description:
It was reported that there was one driveline disconnect, two pump stops, one low flow alarm, and two pulsatility index (pi) events. Log files captured a driveline disconnect on 09dec2024 at 17:05:13 with an associated low flow. Pi events were noted that appeared routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm on the system controller (serial number: (B)(6) due to the driveline being disconnected, leading to a pump stop was confirmed via log file analysis. Log file data from the reported event dates of 09dec2024 was reviewed. The driveline was disconnected from the controller at 17:05. No alarm was active at this time, and there was no indication of a device related issue in the log files. The driveline was reconnected to the controller at 17:10, and the pump appeared to restart without issue. No other notable events were observed in the log file. The controller from supporting the system as intended while the driveline was connected. No equipment was returned for analysis. Attempts were made to obtain additional event information, but the information was not provided. The root cause of the driveline being disconnected was not able to be determined via this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.